Event description:
It was reported that during coil embolization in endovascular aneurysm repair (evar) procedure, the subject coil encountered resistance inside the microcatheter's shaft and prematurely detached inside of the microcatheter during repositioning. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the coil prematurely detached inside of the microcatheter during repositioning. The event details indicate that an incorrectly sized microcatheter was used to deliver the coil. The max microcatheter internal diameter that is recommended for use with subject coil is 0.019in. The microcatheter which was used has a 0.025in internal diameter (ID) which is significantly larger than recommended and is likely to have contributed to the reported event. An assignable cause of use error will be assigned to this complaint as the issue investigation confirms that there was an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during coil embolization in endovascular aneurysm repair (evar) procedure, the subject coil encountered resistance inside the microcatheter's shaft and prematurely detached inside of the microcatheter during repositioning. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.